Manufacturer narrative:
Add a comment to h11 stating ¿due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). A clinical review was performed and use of the device may have caused or contributed to the event. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report liver and spleen lacerations were observed following use of the device.